Event description:
It was initially reported that the pt had a bladder infection that was causing pain in her right side and painful, "smelly", "hot" urination. It was later reported that the pt "desired to stop the pump". Pt felt her skin was hot at the implantation site; "ice on her back and melts". Pt had urinating issues with symptoms of loss of bladder and bowel control. The pump was "still laying on her leg/thigh and had caused numerous issues with her bladder and uterus". Pt had her physician's appointment on (B)(6) 2011 to discuss having it explanted. Pt believed that her bladder/bowel issues had occurred because of the medication she was put on for her bladder, and the pump hanging down on her bladder and uterus was causing these issues. Pt was on dilaudid but hadn't had any for some time. It was later reported by the healthcare provider that the pump was infused with saline in the pump as the pt did not use it. The pump was explanted per pt's wishes. Pt outcome was reported as no injury.

Manufacturer narrative:
(B)(4).